Event description:
One cardiothoracic surgeon verbally indicated to one pioneer surgical technology distributor that his hosp had experienced an increase in the frequency of complicated sternal infections. This report was not quantified in terms of time or frequency. Although a written request for any remaining product part numbers and/or lot numbers was submitted to the hospital's operating room supply personnel, pioneer has been unable to obtain specific product information for analysis.